Manufacturer narrative:
No issues were identified with the complaint kit lots (f28427, f22328 and g32187) during the course of the investigation. Although requested, the patient's preservcyt samples and histological slides were not returned for further evaluation and investigation. It is plausible that the reported carcinoma is not hpv driven, which supports why the cobas hpv test generated negative hpv results. This hypothesis would require further testing of the specimens, which were not provided as noted. (B)(4).

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Facility name: (B)(6). (B)(4).

Event description:
A customer in (B)(6) is alleging the generation of (B)(6) hpv results for a patient tested with the cobas 4800 hpv test and a homebrew assay. Samples collected from this patient in 2020 and 2021, using presercyt collection media, are (B)(6) for other high risk (hr) hpv, hpv16, and hpv18, while the customer's homebrew assay detected hpv52 (2021). In 2021, the cytology report for this patient indicated hsil (high grade squamous intraepithelial lesion), a biopsy showed non-keratinizing spinal cell carcinoma with signs of invasion, and there was the presence of a tumor (+/- 5cm) on the uterine cervix. The investigation is on-going.